Event description:
It was reported that the sheath was leaking air during aspiration. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was selected for use. During aspiration the sheath was leaking air. The sheath was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial reporter phone: (B)(6).